Event description:
It was reported that the ceramic tip of the electrode broke off into the shoulder joint during use. The fragment was retrieved and no patient injury was reported as a result of this situation. If this were to recur and the fragment not removed at the time of the event, it could potentially result in patient injury or surgical intervention being required.